Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the event occurred due to the following: 1) water entered the device and corroded the inside of the scope connector. - accidentally applied a load that opens the vent valve while the device is submerged - a foreign object such as a fragment of a cleaning tool was caught in the valve of the vent metal and did not close. - damaged/insufficient connection of the water leak detection tube when using the washer, damage to the packing of the washer/water leak detection tube, etc. Caused water to enter the tube and enter the scope connector when the water leak was detected. - the device with the sterile cap attached has been immersed in reprocessing liquid - the leak tester connector cap is attached to the wet vent cap - the leak tester was attached or detached while the device was underwater 2) corrosion caused a conduction abnormality in the internal board of the scope connector. The event can be detected/prevented by following the instructions for use which state: 1) "before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged." 2) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 3) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and a b30 error occurred due to corrosion of the scope connector. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite bronchofibervideoscope displayed a b30 communication error when preparing the scope for use. The procedure was completed using a similar scope. There was no reported patient harm or impact due to this event.